Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not open and does not show up in health sight as an issue. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door won't open and did not show up in health sight as an issue. A field service engineer replaced all four door latches that had failed. Tested the functionality of all doors using the hardware test application. Had the customer log in to recover the doors and verified that all doors were operating correctly after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not open and does not show up in health sight as an issue. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.